Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopically-assisted vaginal hysterectomy with ovarian conservation and cystourethroscopy due to sui, dysmenorrhea and menorrhagia, and metrorrhagia. On (B)(6) 2012, the patient underwent mesh revision due to erosion.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) ¿ scarring; urinary problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, dyspareunia, neuromuscular problems, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2012 due to erosion. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.